Event description:
On (B)(6) 2026, the patient experienced persistent hyperglycemia beginning in the evening while wearing a pod on the skin for an unknown duration of use. On (B)(6) 2026, the patient presented to the emergency department for evaluation of possible diabetic ketoacidosis. The patient was wearing the pod at the time medical attention was sought. Blood glucose levels were reported as elevated; however, specific values were unavailable as the patient declined to provide further information. The patient reported receiving an automated delivery restriction alert and subsequently transitioned back to automated mode when able. The pod was not changed. No loss of connectivity was reported. The reason for seeking medical attention was reportedly related to concern for possible diabetic ketoacidosis; however, confirmation of diagnosis, clinical findings, treatment provided, length of visit, and discharge date could not be determined. Multiple attempts were made to obtain additional information from the patient; however, the patient declined to provide further details. No additional information was available for evaluation at the time of report closure. The manufacturer will submit a supplemental report if new, relevant information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.